Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) was not able to separate 8120 pca from pcu8015. The release latch did not move, when he push the release lever. 8120pca sn (B)(4). Case resolution: I instructed (B)(6) to remove locking screw at the bottom of pca release latch. (B)(6) was able to detach the pca from pcu, after removing the screw. (B)(4).